Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent and analyzed by technical support. Technical team suspect that the o2 sensor long-life early depleted and requested spare parts for troubleshooting, also recommended a troubleshooting steps in fixing the issue. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that bellavista 1000 main screen is unresponsive to touch even after restart. The customer confirmed that there is no patient involvement associated from the reported event.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the defective micro usb cable connecting the display unit to the main electronics. No further investigation required.